Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) on the homechoice (hc) during initial drain. The home patient (hp) reported she pressed go to start therapy before connecting to the hc. Hp then connected to the machine after the hc started to alarm. The technical service representative (tsr) had hp close all the clamps and cycle power to clear the alarm. Tsr explained the alarm and reviewed proper procedures per the user manual. Tsr also instructed hp to start over with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during initial drain was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The labeling was found adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Updated to reflect sample unavailable.

Manufacturer narrative:
(B)(4). The sample availability is unknown at this time. A 510(k) number will not be provided in the MDR as the product code is unknown; should the product code be identified at a later date or if additional information becomes available, this information will be provided in a follow-up MDR.